Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient was unable to charge. A reposition antenna screen was seen. They could not communicate with the patient programmer or the clinician programmer. Antenna locate feature was performed and this resolved. The patient indicated that she charged normally about 3 weeks ago and lost stimulation suddenly 5 days ago. There was no electromagnetic interference (emi). Clearing the power on reset (por) with the clinician programmer prior to sending the patient home was reviewed. The patient had a loss of stimulation. It was later reported that they charged the patient up to a point where they could communicate with the clinician programmer and a 0x8 code was displayed, indicating the patient was in overdischarge. The caller was advised to have the patient call back when they had their recharger so they could determine when the recharger says the last charge occurred. No further complications were reported/anticipated. The indication for implant was complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient charged on 2017 (B)(6) and that went well, the patient wasn¿t having any issues. When she went to charge the implantable neurostimulator again, the patient wasn¿t able to communicate with the implantable neurostimulator or implantable neurostimulator recharger. She tried over the next few days, and the implantable neurostimulator shut off on the patient. The patient met with the manufacturer representative to have the implantable neurostimulator woken up. This issue was resolved, and they were able to ¿wake up¿ the implantable neurostimulator. There were no further complications reported.